Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been no other similar complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient experienced glare and decreased vision. The lens was dislocated in the sulcus. The iol was exchanged. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the first iol implanted and exchanged.